Manufacturer narrative:
(B)(4). The complaint sample was not returned to codman for evaluation; therefore, the evaluation could not be performed and the root cause of this complaint could not be determined. In the absence of the complaint sample, a complaints records review was conducted and it was verified that at the present date, this is the first complaint reported for this lot number ¿253692¿, therefore; it is considered to be an isolated incident. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.

Event description:
Kit packer reported that the cottonoids had only 9 each in the pack; should be a pack of 10. No sample will be returned. (B)(4).